Manufacturer narrative:
The insulin pump had no button error alarm noted. However, act and up arrow buttons did not respond due to corroded keypad traces. No audio beep anomaly noted. The insulin pump received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 500+ mg/dl. The customer stated that the pump beeped and there is a closed circle. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.